Event description:
Discordant advia 2400 results were obtained for one patient on multiple assays. The doctor questioned the results and requested that the sample be rerun. The sample was repeated on a different advia 2400. A corrected report was issued. There was no other patient intervention or adverse health consequence due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced both rotational mixers, the mix 1 paddle, the reagent probe 2, leaky seals on the dilution probe aspiration pump, and a torn belt on the sampling pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.